Manufacturer narrative:
Reported event: an event regarding loosening involving an unknown trident shell was reported. The event was confirmed via medical review. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: a review of the provided medical records by a clinical consultant indicated: confirmation: a revision for a loose acetabular component may be confirmed, a revision for tumor and impending fracture was also confirmed. Root cause: the root cause of the acetabular revision cannot be ascertained without additional medical records, the revision for the impending fracture was due to metastatic cancerous lesions. Product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that the patient's hip was revised for mechanical loosening of the acetabulum. Clinician review of provided medical records indicated that a revision for a loose acetabular component may be confirmed, a revision for tumor and impending fracture was also confirmed. The exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports, patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
As reported in pi. (Revision in (B)(6) 2021): "patient had right index tha (outside of cors scope on (B)(6) 2007). Patient had a right tha revision for mechanical loosening of the acetabulum on (B)(6) 2012. All components exchanged except femur." Study site provided primary op report showing that the patient had a stryker hip. Revision operative report states "...the acetabular component was then exposed and found to be loose and easily removed..." No allegations are made against the revised liner or head.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
As reported in pi. (Revision in (B)(6) 2021): "patient had right index tha (outside of cors scope on (B)(6) 2007). Patient had a right tha revision for mechanical loosening of the acetabulum on (B)(6) 2012. All components exchanged except femur." Study site provided primary op report showing that the patient had a stryker hip. Revision operative report states "...the acetabular component was then exposed and found to be loose and easily removed..." No allegations are made against the revised liner or head.